Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Patient stated that pain when using catheters is her most bothersome symptom and it still hurts now. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.